Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). There is no 510k number because this product is sold under a different product code in the us. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the operator wanted to use ghv 40 gr bone cement, they mixed bone cement with the liquid, at the time the bone cement in the mix it was already hard instantly. In standard it was said that setting time was 15 minutes from the moment the liquid and powder mix until firm. But during stirring process, the bone cement has hardened. So that the bone cement could not be used on patients.

Manufacturer narrative:
When the operator wanted to use ghv 40 gr bone cement, they mixed bone cement with the liquid, at the time the bone cement in the mix it was already hard instantly. In standard it was said that setting time was 15 minutes from the moment the liquid and powder mix until firm. But during stirring process, the bone cement has hardened. So that the bone cement could not be used on patients. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.